Event description:
It was reported that a malfunction alarm occurred. There was no impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer worked with technical support to reset the pump, and the malfunction did not recur, allowing the customer to continue using the pump. They were advised to contact support again if the issue returns.